Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced gaps in data. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed a pairing test with a (B)(6) bluetooth device and passed. Performed share log review and no data found. The customer complaint was not confirmed because there is no data available and the transmitter cannot be tested.. The customer complaint was undetermined because lab testing passes but relevant data is unavailable.. A root cause could not be determined. Additionally, a receiver (B)(4) and lot number 5222359) was returned. An external visual inspection passed. The receiver will charge and boot. Receiver passed all functional testing. Performed share log review and data log confirmed customer complaint.. A root cause could not be determined.